Event description:
Rptr called on behalf of her husband who experienced the er1 message. Rptr said husband appears to use correct technique. Rptr says husband will retest and if another er1 message appears he will inject insulin "because he knows he is high". Rptr stated that because they had read the literature they know when they see the er1 message that it can mean he can have blood glucose over 500 mg/dl so they retest to be sure. They do not use the color comparison chart and do not have control solution to test the teststrips.